Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, filter fracture, filter strut (s) perforation of the inferior vena cava (ivc), filter embedment, thrombosis/embolism, caval thrombosis and stenosis. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, filter fracture, filter strut (s) perforation of the inferior vena cava (ivc), filter embedment, thrombosis/embolism, caval thrombosis and stenosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by the legal department, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, filter fracture, filter strut (s) perforation of the inferior vena cava (ivc), filter embedment, thrombosis/embolism, caval thrombosis and stenosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, the patient had a history of coagulation abnormality and multiple previous right leg deep vein thromboses (dvt). The filter was indicated as the patient needed to be off anticoagulants prior to a planned hysterectomy. Under fluoroscopic guidance, the ivc optease filter was deployed and positioned halfway between the renal veins and common iliac veins. A completion cavagram demonstrated satisfactory position of the filter. The patient tolerated the procedure well and without complications. Approximately ten years after the filter was implanted, the patient underwent a filter removal procedure. At the time, the patient was on chronic lifelong warfarin treatment for an undiagnosed hypercoagulable state and had not had an episode of pulmonary embolism in five years. An optease filter device was identified in the infrarenal portion of the ivc. There was at least one fractured strut along the medial wall. There was no evidence of thrombus noted in association with the filter. Successful retrieval of the filter device was performed using endovascular forceps as well as laser sheath assistance. Two embedded filter fragments were retrieved separately using the forceps. No residual fracture fragments are identified. The patient tolerated the procedure well and there were no immediate complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven days post implantation. The patient reports fracture of the ivc filter, perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc. The patient also stated that a computerized tomography (CT) scan reported fracture of the optease ivc filter, perforation, thrombosis/embolism, caval thrombosis and stenosis. Approximately ten years and four months after the index procedure, the filter and the fractured filter struts were percutaneously removed. The filter was also found embedded at the time of its removal. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of abnormal coagulation and multiple previous right lower extremity deep vein thromboses (dvt) and pulmonary embolism (pe). The indication for the filter placement was reported to be the planned cessation of anticoagulation therapy for a planned hysterectomy. The filter was implanted via the right common femoral vein and placed halfway between the renal veins and common iliac veins. The patient is reported to have tolerated the procedure well. Approximately ten years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter had fractured, was embedded in the wall of the inferior vena cava (ivc) and filter strut(s) had perforated outside the ivc. In addition, the filter was associated with blood clots, clotting, thrombosis and/or embolism, caval thrombosis, stenosis and/or occlusion of the ivc. At that time, the patient was on chronic anticoagulation therapy for an undiagnosed hypercoagulable state. Approximately ten years and four months after the implantation, the patient underwent successful percutaneous retrieval of the filter with the use of endobronchial forceps and laser sheath assistance. The filter and all fragments were removed. The patient further reported having experienced emotional distress, anxiety and stress associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, ivc perforation and device embedment events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Embolism, blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.